Event description:
It was reported that the line became infected, requiring itu (intensive therapy unit) intervention and antibiotics. Line inserted in 2009. The line was removed before the patient reached itu. Blood cultures were taken, perceived that only source of infection is the line. Line tip sent for cultures and exit site swab. Wound swab results- staphlycoccus. No result for line tip yet. This line was removed and replaced with a further line, no date available for insertion for second line, however this line also removed due to infection.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed one other similar product compliant file(s) from this lot.